Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to her feelings/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient alleged that the issue began on (B) (6) 2010, at 10:32pm. At an unspecified date and time, the patient reportedly received blood glucose readings of "279, 258, 230, and 257 mg/dl" with the subject meter. The patient stated, she manages her diabetes with insulin (self adjuster); however, it is not known how much and how often the insulin was administered. The patient denied making any changes to her regimen after the alleged issue occurred. On (B) (6) 2010 at 6am, the patient claimed, she was unresponsive and went into diabetic coma. Roughly between 7-8am, the emergency medical services (ems) arrived and the patient reportedly received a blood glucose reading of "36 mg/dl" with the ems's meter. At about the same time, ems administered treatment by IV glucose. At the time of troubleshooting, the cca noted that the test strips the patient was using were expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.